Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.